Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. E3: occupation: ir dept manager. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The sample was not available for evaluation. The complaint was unable to be confirmed for use of an expired device. The device history record was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that an expired angioseal device was used and deployed into a patient. The expiration date was not identified until after the device had been opened and implanted. The device was implanted at the right groin access site. The case was completed successfully, and no issues with device deployment or hemostasis were reported. No blood loss was noted. Additional information received on 24 july 2025 confirmed that deployment of the device was successful, with no reported complications.